Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the black box showed no evidence of no cartridge detected and a 163 warning. The load step malfunction was not duplicated during investigation. A visual inspection of the cartridge was performed with no damage or defects noted. A fill test, and force test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The pump was opened to find no evidence of physical damage on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).